Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, 12:39:10, initial notes: customer stated that she's been having no delivery alarms. Inquired what led up to the complaint. Customer response: customer has been getting no deliver alarms. No delivery alarm during basal/bolus/fixed prime t/s per (B)(4). Expl no delivery alarm and possible causes. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to disconnect at the qr. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Fill cannula - 0.0 - customer stated it should be 0.5 customer is able to remove set at this time to test site portion of inf. Adv to remove the set and examine the cannula. Customer states the cannula is not bent. Customer does not wish to run an additional 5 units fixed prime to determine if cannula/site connection may be occluded. Adv to avoid sharp bends in tubing such as bending/straining tubing where it connects to res. Adv to avoid pressure on site. Adv to avoid using expired/cloudy insulin. Explained there may be possible site related issue or site/set occlusion. Adv to change the entire inf system. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: advised that we will send out a replacement set when they come back in stock, will replace belt clip. Additional notes: customer stated that her belt clip is also broken, would like to get it replaced.